Event description:
The manufacturer was contacted by the patient's attorney alleging on 9/1997, the patient was admitted to the hospital for nausea. While at the hospital, the low reservoir alarm on the pump activated and the pt was advised to have the pump refilled. 4 days later, a medical asst refilled their pump. The pump infused all but 5 cc of the morphine to the pt, causing patient to experience a morphine overdose with consequent severe respiratory distress and resulting anoxia.